Event description:
Caller states the voicemate system spoke a result of 2.6. Customer did not know of mmol/l accompanied the result. No adverse event reported. Requested return of suspect device and replacement was sent.